Event description:
The consumer was on home oxygen therapy when the assisted living staff noted changes. The rn alleges the oxygen saturation level was 56%, baseline unknown. The consumer was taken to the hospital and died.

Manufacturer narrative:
Manufacturer received medwatch regarding the alleged incident. Client was on home oxygen therapy when a facility staff member called their durable medical equipment company for phone assistance in changing oxygen equipment from the concentrator to a portable tank. Client reportedly was taken to a hospital and died. No serial number of concentrator device has been provided. Invacare concentrators are to be used as an oxygen supplement and are not considered life supporting or life sustaining devices. In the device manual, manufacturer recommends an alternate source of supplemental oxygen in the event of a power outage, alarm condition or mechanical failure.